Manufacturer narrative:
(B)(4). Concomitant product(s): item # 150476; oss poly tibial bushing, lot # 510910. Item # 150477; oss poly femoral bushings 2pk, lot # 780760. Item # 150478; oss poly lock pin; lot #576750. Item # 150412; oss tibial poly bearing; lot # 231210. Item # 150493; oss reinforced yoke; lot # 066340. Item # 150355; oss segmental femoral lt; lot # 919810. Item # 150481; diah seg lock screw set; lot # 935180. Item # 150419; oss non-mod tib plate long; lot # 612080. Item # 150426; oss tib blk aug univ; lot # 015450. Item # 150426; oss tib blk aug univ; lot # 896800. Item # 150461; oss ellip diaphyseal seg; lot # 755520. Item # 150368; oss cemented im stem ; lot # 691040. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event was due to cause of the infection is attributed to both the manufacturing and quality system issue and the reuse of the femoral implant during the previous revision procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02328, 1825034-2017- 02329,1825034-2017-02330.

Event description:
It was reported that the patient was experiencing pain and effusion after a knee revision procedure, subsequently, the patient tested positive for staphylococcus and was revised approximately two months post implantation.